Event description:
Information was received from a patient (pt) regarding an external device. It was reported that it was taking a lot longer to charge the implanted neurostimulator (ins) than usual; the issue began 3-3.5 weeks ago (confirmed beginning of (B)(6)). The pt stated sometimes the recharger struggled to find their ins and charging from (for example) ~60% took an hour and a half to charge with excellent quality, and sometimes would take 20-30 minutes. The pt also stated that the controller would 'shut down' and they would have to reset the controller to resolve the issue. Agent asked, and the pt stated they hadn't seen an error code when trying to charge ins. The pt confirmed recharger paddle would get abnormally hot to the touch when charging ins. The pt mentioned that they met with medtronic representative this morning for reprogramming of groups a, b, and c, and the rep advised the pt to call patient services for assistance with recharging issue. During the call, the [t denied any visible damage to any/all connection pins, but thought some on the recharger connection pins may appear a bit darker than the rest. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6) ); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger h3: analysis found the white arrow on the connector faded away. Device scrapped due to device being stuck in passive recharge mode. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient (pt). They reported that the recharger heating issue has been resolved.